Manufacturer narrative:
(B)(4). The customer returned one, opened cath-lab kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the dilator tip was split and widened. Microscopic examination confirmed the damage and revealed white stress marks around the damage. The dilator body length measured 6 13/16", which is within the specification limits of 6 3/4"-7 1/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.041", which is within the specification limits of 0.039"-0.041" per dilator product drawing. The dilator inner diameter at the proximal end measured 0.044", which is within the specification limits of 0.043"-0.046" per dilator extrusion product drawing. A lab inventory guide wire was threaded through the returned dilator tip. Despite the damage to the tip, the guide wire passed with no resistance. Performed per IFU statement instructs the user, "thread tapered tip of sheath/dilator assembly over guidewire. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". The dilator was inserted into the sheath. No resistance was observed as the dilator hub snapped into the sheath cap. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split and widened. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user felt resistance at the tip of the sheath at insertion, so that he/she stopped inserting and removed the sheath. Checking the tip, it was not smooth. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the user felt resistance at the tip of the sheath at insertion, so that he/she stopped inserting and removed the sheath. Checking the tip, it was not smooth. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".